Event description:
In 2007, the sales representative called and stated that the closure top/set-screw t-handle screwdriver would not hold the closure top. On a week later, it was clarified by the sales representative that the event was found when the sets were being processed for a case. There was no patient contact.

Manufacturer narrative:
The device is an instrument and is not implantable. Lot number is unknown. This is a reusable instrument. Investigation pending.